Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3 708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v835130, implanted: 2012 (B)(6), product type lead product ID, 3387s-40 lot# v833493, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient had had a return of symptoms following the device being shut off. The reporter stated that manufacturing representative had turned the device back on and the patient was fine.

Event description:
It was reported that the patient "accidently turned off" her implantable neurostimulator (ins). It was further reported that the patient was "admitted to the hospital" following this incident. The incident was reported to have occurred "about a month" prior to report. No further information was available at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).